Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6) 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: the device had no problem before the firing. The tissue compression scale backlight was illuminated. The battery was reinserted, but the device could not be fired. The procedure was not converted. The leak test was negative during use. The patient¿s condition is stable. Leakage from the anastomosed site was observed on the 8th postoperative day (B)(6) 2022). Leakage was from the anastomosed site at 5 o¿clock. It was back side so that the re-anastomosis could not be performed. The re-operation was performed, the tissue was cut additionally, and the colostomy was performed. The patient is under the follow-up. In the initial procedure, the device was reinserted/removed, and the surgeons discussed how to handle the issue for long time, so the intestinal tract was kept under a burden for a long time. The patient is a female. She has been hospitalized. She has a dementia, constipation. No further information about the staple formation is available. The anastomosed site at 5 o¿clock was damaged and leakage was observed from there. Additional information was requested, and the following was received: 1. Could you please provide more details for "" a nelaton was used to help removing the device from the patient""? A catheter was used at the time of removal. Was there any difficulty removing the device? No further information is available. Did the device was able to open? Unknown. No further information is available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm how many ethicon circular devices were used in the case and what quality issue was experienced with each? What were the indications for surgery? What surgical procedure was performed? Why does the surgeon believe the intra-op issues with the device caused or contributed to the post-op leak on day 8? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? How was the nelaton used to assist in the removal of the device? How was the case completed? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed?

Event description:
It was reported that during a laparoscopic high anterior resection, the device could not be fired on the colon. The tissue compression scale backlight was being illuminated. A nelaton was used to help removing the device from the patient. No problem was observed at a leak test. The anvil in question was placed as it is, and another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 03/09/2022 d4: batch # 334a05 h6: component code = electrical and magnetic (g02) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. When battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful, confirming the experience. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. No conclusion could be reached as to what may have caused the damage to the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.